Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The hi-torque balance middleweight referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that during a distal to mid circumflex coronary artery stenting procedure, after successfully ballooning and stenting the lesions, while attempting to remove the xience xpedition stent delivery system from the wire, the devices became stuck together. They were successfully removed as one unit. The patient was re-wired and the stent was post-dilated with a non-abbott balloon. There was no adverse sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficult to remove/guide wire resistance was confirmed. Based on visual, dimensional, functional, and chemical analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.